Manufacturer narrative:
The tech inspected and tested all functions of the bed and found it functioned as designed, no repair needed.

Event description:
The account alleged the bed alarm was defective. No pt impact.